Event description:
The healthcare provider, via the manufacturer representative, reported that the patient experienced a loss of therapeutic effect and painful stimulation at the implantable neurostimulator (ins) site. High impedances were measured and a revision was scheduled. The ins was very scarred in and at an ¿odd¿ angle. The extension was identified as the failure point and some of the extension damage may have occurred during removal, but this was unable to be proven. It was stated that the extension looked difficult to remove due to the amount of scarring. A new extension was implanted and the system was tested intraoperatively. The system was working as expected and the patient was switched back on after surgery. Stimulation returned to the correct area at a suitable/comfortable level. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the extension found no significant anomaly. The conductor at the proximal end was broken (overstress/damage). Eval code method.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. (B)(4).